Event description:
Complainant alleged that while analyzing the heart rhythm of a male patient, the device issued a "shock advised" message for what appeared to be pulseless electrical activity heart rhythm. Complaint indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.